Manufacturer narrative:
Analysis is taken from a trending report of evaluations or adverse events finalized (B)(4) 2011. The data presented is from (B)(4) different product applications. The report states that there are no significant trends. Convatec is submitting this report as a result of remediation activities related to the FDA 483 issues april 16, 2014. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR

Event description:
The patient reported she developed a rash under the wafer. The rash initially began as satellite blisters approximately 1 month ago. The rash has become weepy and has started to extend beyond the wafer. No further information was reported.